Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage. It was reported the mitraclip procedure was performed to treat grade 3-4 mixed mitral regurgitation (mr). The clip (lot #00406u175) was advanced but was difficult to position due to the rotated heart and the leaflets could not be grasped. During grasping attempts the clip got stuck in chordae. A chordae rupture occurred and mr worsened to 4. Troubleshooting was performed and the clip was removed. No clips were implanted. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed, no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effects of tissue damage and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on this available information, the reported difficult or delayed positioning (anatomy) and positioning failure (leaflet grasping) appear to have been results of challenging patient anatomy. The reported difficult to remove (anatomy) appears to have been a result of user technique/procedural conditions. The reported tissue damage and worsening mr appear to have been cascading events of the reported difficult to remove (anatomy). There is no indication, of a product quality issue with respect to manufacture, design or labeling.